Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, a fold crease, wear abrasion, and red particles. A microscopic analysis was performed which identified a smooth crease on anterior side. Based on the device analysis the final assessment is: a smooth crease on anterior side due to a fold flaw opening. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a right side rupture and silicone migration. The device was explanted.